Event description:
It was reported to manufacturer, by facility, (B)(6), per facility, a male, pt, (B)(6) was placed in a bariatric bed with all four side rails up. The bed had a (B)(4)-air mattress on it as well. The pt fell through the gap between the top and bottom side rails hitting his head on the floor. [As described this would be a zone 5; between split bed rails]. He was sent to the hospital for a CT scan which revealed an increase is soft tissue swelling. He requires a higher level of care since. Per manufacturer, no ra issued because bed is not in question; however, the manner in which it was used was inappropriate. A pt of this small stature/(B)(6) should not have been placed on a bariatric bed - this is being filed as "was not used as manufacturer specified". Manufacturer also referenced (B)(4) exclusion from the scope of their guidance which includes bariatric beds to the facility. Copy of medwatch form received by facility, date of event was (B)(6) 2009, however, manufacturer first notified on july 25, 2010.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl, 160 mg/dl, and 82 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.